Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer stated the insulin pump is not working, it alarmed motor error. Customer stated he changed his set when it occurred. He also stated his blood glucose was normal. Customer was able to complete rewind. The insulin pump's history had multiple motor error and motor position encoder error alarms noted. Performed displacement test and passed. Advised customer the insulin pump will be replaced and to revert to back-up plan. The customer's blood glucose was unknown.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform the occlusion test due to the motor error alarms. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.